Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with the smiths tampered seal label missing. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported issue found in the event history log, ehl. A power up self test, functional test, and a visual test were performed to investigate the reported issue and it was confirmed. There was an error code 45140 during the functional test with a constant error alarm. This was determined to be due to an inoperable main board. The main board was replaced as well as the air detector for preventative measures.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device error detector sensor failed. This occurred during testing. There was no patient, or clinician injury associated with this occurrence.